Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The device's analog board was replaced as a precaution. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.